Event description:
The customer contacted stryker to report that their device unexpectedly lost power. During evaluation stryker observed that customer's device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
A stryker customer quality engineer reviewed electronic device records and observed that the device was using the old batteries. After the logged event code was cleared and battery pins were replaced, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to the faulty battery pins.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. During evaluation stryker observed that customer's device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.